Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the reported complaint. The instrument passed a cautery test on an is3000 system. Electrical continuity testing was performed and passed. An additional finding was various scratches on the distal end of the main tube with light material removal. The scratches were .092 - .143 in length and not axially aligned with the tube. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci hemicolectomy procedure the fenestrated bipolar forceps instrument would not energize in robot even after wiping the back row. There were no reports of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.